Event description:
The manufacturer received information alleging a ventilator¿s pressure failure. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's filters needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s pressure failure. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's filters needs to be replaced to address the issue. The device's solenoid valve and active exhalation control module were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator¿s pressure failure. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's filters needs to be replaced to address the issue. The solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve was functioned as designed and operated without issue or error codes.